Manufacturer narrative:
(B)(4). The device is en route to the MFR. We will provide a follow up report with the results of our investigation.

Event description:
A hospital in the (B)(6) reported that an mr290 autofeed humidification chamber was leaking between the wall and the metal base. No pt consequence was reported.